Event description:
The initiail diagnostics showed that diagnostics were off. After completion of temporary functions there was an attempt made to restore diagnostics, but it was unsuccessful. A message stating that "no diagnostic data available for current pulse generator ram configuration" was received.